Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event country in austria. It was reported that the patient experienced high blood glucose and was self treated with drinking water sports on (B)(6) 2026 the reason of event was bent cannula. No further information available